Event description:
The facility reported to customer service an infusion pump with error code 500. Information was not provided regarding whether or not the device was in patient use when the event occurred. The customer reported no injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
The pump was returned for service. Baxter service confirmed failure code due to a stuck key on the front of the bezel. Baxter service replaced the front bezel. Review of the complaint history reveals similar reports have been received for this product for the reported issues. This issue is currently being investigated under mdq-CAPA.